Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted evidence of calcification covering over most of the distal porous mesh screen pico-tip. Analysis concluded that depending on how much calcification was on the tip before the lead was explanted, the impedance measurements could have been affected.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with a pacemaker exhibited a high out of range pacing impedance measurement resulting in activation of the lead safety switch (lss) feature. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.